Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports device giving off a lot of heat from the port where you plug in the headlight. On (B)(6) 16 customer reports this occurred during bench testing not during a procedure, no patient involvement.

Manufacturer narrative:
On 12/2/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a visual inspection found no visible, physical damage. The mlx was powered on and the lamp ignited. The unit was left "on" for 20 minutes to allow the lamp to warm up. There was no abnormal heat radiating through the port in the turret during this time. No malfunction, performed as intended. The reported complaint was not duplicated; unconfirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the mlx functioned as intended. The mlx light source was updated where necessary and will be returned to the customer.